Event description:
Information received from the field notes that the patient presented in the hospital emergency room in atrial flutter at approximately 40-45 bpm. Device interrogation was unsuccessful with repeated messages of "position head" or "insert magnet" being displayed. There was no response to magnet application.